Event description:
Customer reported the insulin pump alarmed button error and no delivery. Customer's blood glucose was 80 mg/dl. Troubleshooting for no delivery was done. Through troubleshooting, customer reported the device was counting up, but the device was not pushing through the insulin. Customer reported the device did not alarm it just won't push any units through. The reservoir was not hitting the end of the reservoir. Customer inquired if she can use the device, she was advised that the device would not work since its stuck in the rewind process. No further info was provided.

Manufacturer narrative:
The insulin pump alarmed during the displacement test and excessive no delivery alarm test due to a faulty force sensor resistor. The functional tests could not be completed due to the excessive no delivery alarm. The insulin pump had a black shadow on the display due to a warped and uneven component on the display board. All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a scratched case.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.